Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was fractured at 28.5 cm from the connector pin due to clavicular crush.

Event description:
It was reported that the atrial lead exhibited noise and rib clavicle crush damage. The lead was explanted and replaced. The patient was in stable and good condition.